Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 48 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses on the right patient side. On (B)(6) 2015, follow-up computed tomography angiography (cta) imaging identified an aneurysm diameter of 50 mm. On (B)(6) 2015, follow-up cta imaging found the aneurysm diameter to measure 36.3 mm. On (B)(6) 2018, follow-up cta imaging showed again an increase of the aneurysm diameter to 41 mm. A reason for the aneurysm growth was reportedly not known. With an onset date of (B)(6) 2018, a growing aneurysm at the level of the left common iliac artery bifurcation was reported. On the same day, the patient¿s internal iliac artery was coil embolized in preparation for a planned stent implantation during (B)(6) 2018. With an onset date of (B)(6) 2018, a slightly growing aneurysm at the level of the left common iliac artery bifurcation was reported. On the same day, an additional gore® excluder® contralateral leg component was implanted as an extension into the patient's left external artery.

Manufacturer narrative:
UDI for gore® excluder® contralateral leg component plc231200/13050740: (B)(4) .the review of the manufacturing records verified that lot 13050740 additionally involved in this event met all pre-release specifications.